Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The caller stated the second bag was empty and the line had air in it. The caller stated no leaks were noted. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the caller cycle power to clear the alarm and had the caller revert the hc back to the start. The caller would start over with new supplies the next night. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.